Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not available. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Investigation findings / investigation conclusions: the ¿no findings available¿ code was used in the investigational findings because the actual complaint device has not been received. This code corresponds to the code ¿cause not established¿ code in the investigation conclusions. [Photo analysis]: preliminary photo images of the complaint device were captured by the j&j (B)(6) affiliates and included in the complaint file. Based on the review of the photos by the product analysis lab, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l14682) can be observed kinked inside the introducer. The device positioning unit (dpu) was also noted to have a bent. No other damages were noted on the device. The complaint documented that the coil was impeded in the introducer. The issue cannot be confirmed based on the photos of the complaint device; the kinked condition of the embolic coil observed in the photos may have been a contributing factor to the reported issue. Further investigation will be performed when the complaint device is returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (l14682) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00011. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, two 1.00mm x 4.00cm galaxy g3 mini coils (glm910040) one from lot l14682 and one from lot 30370434 were used, but they got stuck on the introducer. The physician was attempted to insert the coils into the concomitant phenom¿ 17 microcatheter (medtronic), but there was an intense resistance felt. The coils were reported to be stuck on the sheath. It was reported that the two 1.00mm x 4.00cm galaxy g3 mini coils were replaced with other coils (unspecified brands) and the procedure was completed. There was no report of any patient adverse event or complications. Preliminary photo images of the complaint device were captured by the j&j (B)(6)affiliates and included in the complaint file on (B)(6) 2021. Based on the review of the photos by the product analysis lab, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l14682) can be observed kinked inside the introducer. Based on the review of the photos, the event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 01/29/2021. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00011 and 3008114965-2021-00012. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, two 1.00mm x 4.00cm galaxy g3 mini coils (glm910040) one from lot l14682 and one from lot 30370434 were used, but they got stuck on the introducer. The physician was attempted to insert the coils into the concomitant phenom¿ 17 microcatheter (medtronic), but there was an intense resistance felt. The coils were reported to be stuck on the sheath. It was reported that the two 1.00mm x 4.00cm galaxy g3 mini coils were replaced with other coils (unspecified brands) and the procedure was completed. There was no report of any patient adverse event or complications. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 39cm from the hub. This is within specification. The device was observed to be in normal, good condition. No anomaly or damage was observed during the visual inspection. The returned device underwent microscopic inspection. The embolic coil was observed stuck inside the introducer in damaged condition. This finding is consistent with the preliminary photo images of the complaint device that were captured by the j&j japan affiliates and included in the complaint file. The photos showed an embolic coil that is in kinked condition inside the introducer. The device positioning unit (dpu) was also noted to have a bent based on the photos of the complaint device. Functional testing could not be performed. The embolic coil was stuck inside the introducer and is in damaged condition. A review of manufacturing documentation associated with this lot (l14682) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the procedure, the 1.00mm x 4.00cm galaxy g3 mini coil was used, but it got stuck in the introducer. The physician was attempting to insert the coil into the concomitant microcatheter but encountered intense resistance. The reported issue was confirmed based on the analysis of the returned device. The embolic coil was observed stuck inside the introducer and in damaged condition. The observed condition of the embolic coil is related to the reported intense resistance issue. The damaged condition of the embolic coil would result in the resistance reported and would cause the coil to become impeded in the introducer. The likely cause of the damaged condition of the coil is applied force. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the damaged condition as noted during the microscopic inspection of the returned complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.3, g.6. H.2, h.3, h.6, and h.10. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00011 and 3008114965-2021-00012. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.